Event description:
It has been identified that this record, mrn 9617229-2024-05365, is a duplicate of mrn 9617229-2024-05363. Please see mrn 9617229-2024-05363 for reportable events.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a3a, b3, b5, d1, d2a, d2b, d4, d6a, d6b, g1, g2, g4, h4, h6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported " suffered rupture and encapsulation" and "discomfort caused by the rupture". Device remains implanted. This relates to the left side.